Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent dislodged during delivery to or at the ostium of the obtuse marginal artery. A non-medtronic guide extension catheter was being used to facilitate delivery of the stent. The stent was initially dislodged and after some effort was successfully and fully deployed after ballooning inside the stent. The device was inspected prior to use with no issues noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation with no stent on the balloon and with stent imprint visible on the balloon. Correction: the patient was reported to be fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.